Event description:
Territory business leader (tbl) called and stated that the v-go was falling of while patient was wearing the v-go. No time on how long patient wore v-go and location of where v-go was placed was not provided.